Event description:
The customer reported the sys froze during a procedure and then would not restart. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 62-pin amp plug was replaced. The sys was then found to be operating as intended.